Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. Patient reported wearing the sensor for 12 consecutive days. Extended use of sensor beyond 7 days is off-label. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.